Event description:
(B)(4). Anxiety/depression became less controlled had to as a second med migraines became more extreme and frequent back pain leg pain abdominal pain constipation brain fog and mood swings.